Event description:
It was reported that during an ion transbronchial lung biopsy procedure, the patient experienced a st-elevation myocardial infarction (stemi). The patient had been asymptomatic prior to the procedure and the only risk factor was tobacco abuse. Per the physician, there was no malfunction of the ion product. While still under anesthesia, the patient experienced a stemi. The ion system was utilized to navigate to the nodule in less than five (5) minutes, after one biopsy pass was performed with the needle and while awaiting the needle return, the patient developed bradycardia and significant st elevation. The anesthesiologist noted that the patient's blood pressure was dropping; therefore, the physician promptly removed all instrumentation, after which, it was discovered via an electrocardiogram (EKG) that the patient had suffered a stemi during the procedure. There was no code and the patient responded adequately to atropine and epinephrine. The heart rate went back up and the patient was extubated and sent to the ER and emergently taken to the catheterization lab. Significant coronary artery disease was found; therefore, a balloon angioplasty was performed, and the patient did much better after that procedure. When the patient regained consciousness, it was noted that a comment was made to anesthesiologist stating, "I had a feeling this was going to happen." The anesthesiologist and physician suspected that the patient was likely having symptoms of chest pain prior to the start of the procedure but did not express/disclose the experienced symptoms. The physician did not believe the stemi had anything to do with the ion system and was due to the administered anesthesia. The physician also reported the stemi would have occurred under any other modality. The lung nodule was 2.7 cm and in the lingula and far away from the pleura. The 1 needle biopsy obtained was diagnostic. No malignancy was found but rather necrotizing granulomatous inflammatory changes were seen. The acid-fast bacilli (afb) and fungal smears were negative. Images did not show any pneumothorax. The patient was admitted for under 48 hours and then discharged for outpatient follow-up. An echocardiogram was not yet performed. The patient was doing well and is at home. On (B)(6) 2024, a tele visit was done and the patient was stable and asymptomatic.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a patient of unknown age with a smoking history underwent an ion lung biopsy diagnostic of a granulomatous inflammatory process. After the first biopsy was obtained ECG changes including bradycardia and st elevations which responded to epinephrine and atropine. The procedure was aborted, the patient was extubated then transported to the ed and an st elevation myocardial infarction were confirmed. Emergent left heart catheterization was performed with balloon angioplasty. The patient did well and was discharged home after 48 hours. It was reported the patient was likely symptomatic prior to the ion biopsy but this was not shared with the healthcare team. Given the available data the general anesthesia administered for the procedure likely exacerbated the patient¿s symptomatic underlying heart disease and the adverse event was therefore procedure related. There was no allegation of malfunction of the ion system, instruments, or accessories and there is no compelling evidence that the adverse event was device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.